Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause was unable to be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided.

Event description:
The customer reported that on may 28th, during reprocessing after use in an unspecified procedure, it was found that the tip protective rubber of the inner core of the forceps was found to be deteriorated with cracks and easily dislodged.